Manufacturer narrative:
The device was returned to a third party service center and an evaluation confirmed the complaint. The customer was issued a replacement pneumatic block assembly to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (147) related to the main blower. There was no patient harm or serious injury reported as a result of this event.

Event description:
It was reported to resmed that an astral device displayed an error message (147) related to the main blower. There was no patient harm or serious injury reported as a result of this event.

Manufacturer narrative:
Based on all available evidence, an investigation determined that the reported complaint was due to a defective pneumatic block. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).